Manufacturer narrative:
Investigation summary: the returned sample was received in used condition and in a plastic bag. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination according to the inspection procedure md01-003. During visual inspection no damage or other defects were detected on the sample. The leak test was performed according to mp tmfl-tj120 procedure. The sample passed the test. The issue was not confirmed.

Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a malfunction of the cuff inflation pressure valve. The valve became pressurized but the intratracheal cuff did not inflate. There was suspicion of a similar event for another patient who also had to be re-intubated while the cuff was punctured. The event occurred during patient use and that there were no clinical consequences, because the patient was re-intubated. He was not prescribed any medical treatment and the event status is resolved.